Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 490+ mg/dl. Customer stated that the insulin pump did not alarm for his high blood glucose. Customer was feeling sick and vomiting on the was to the hospital. Customer was wearing the pump at the time of hospitalization. Customer stated that when the dcm arrived she removed the infusion set that the customer inserted on friday and found the cannula was bent. Troubleshooting was done for the bent cannula. Product is not being returned or replaced.